Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation (exact date unknown) and the patient's heart rate dropped to 29/30. At this point the "anesthesiologist asked to stop the procedure". The anesthesiologist administered atropine and the patient's heart rate returned to normal. The physician then reinserted the electrode array and completed the procedure. No other issues were reported. The patient woke up without any other issues.